Event description:
On (B)(6) 2025, this patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis. After a trunk-ipsilateral leg component was deployed, the proximal side of the device migrated and fell into the aneurysm. Three aortic extender components were deployed from distal to the renal artery and the third one bridged to the trunk-ipsilateral leg component. The forth aortic extender component was deployed from more proximally. While ballooning the forth device, the third aortic extender component migrated proximally and separated from the trunk-ipsilateral leg component. The fifth aortic extender component was deployed as it bridge the third aortic extender component and the trunk-ipsilateral leg component, however, the fifth one was migrated proximally. Then the sixth aortic extender component was deployed and successfully bridged to the trunk-ipsilateral leg component. Reportedly, a proximal type I endoleak was observed on the angiography, the procedure was converted to a surgical procedure and a y-graft replacement was performed. The patient tolerated the procedure. It was reported that the proximal neck length was about 1 cm and highly angulated, about 100 degree.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.